Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing episodes were found caused by post paced t-wave oversensing. The patient will continue to be monitored by follow-ups. The patient is doing well.